Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen became frozen on the "starting sensor session" screen. Subsequently, the customer received a continuous glucose monitor (cgm) error 42 which cleared the frozen screen. Customer's blood glucose level was 110 mg/dl. Pump was reset to resolve the error 42 issue.